Event description:
The customer observed a falsely elevated alinity I toxo igg result for one patient. The following data was provided (<1.6 iu/ml is nonreactive, >/=3.0 iu/ml is reactive): sample ID: (B)(6). Initial result, on (B)(6), 2023, was 7.3, repeat, two weeks later, was 0.7 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
Patient identifier complete entry = (B)(6). All available patient information was included. Additional patient details are not available. Initial reporter phone complete entry = (B)(6). An abbott field service representative (fsr) was dispatched due to the customer reporting falsely elevated alinity toxo igg results on the alinity I processing module, serial number: (B)(4). Through an extensive investigation, the fsr inspected the module and cleaned the wash stations, but determined no single definitive likely cause, so the alinity I processing module, serial number: (B)(4). , was considered the likely cause. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or product deficiency was identified.